Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units screen is flickering. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to characterization limit e1 initial reporter name: (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , d5 ,e2 , e3 , e4 , e1 ( initial reporter , event site email ) , g2 a getinge field service engineer (fse) inspected the unit and found a coiled cord that required tightening. The issue was corrected, and the unit passed all functional and safety tests.

Event description:
It was reported that during pm, the cs300 intra-aortic balloon pump (iabp) units screen is flickering. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter name and mail ID), g3, g6, h11.